Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019,senseonics was made aware of an adverse event where the patient experienced hypoglycemia.

Manufacturer narrative:
Based on the investigation, as the system did not cross the user set low alert threshold, the low glucose alert was not asserted. Per the investigation, it cannot be confirmed if there was a system malfunction as the stated calibration of 59 mg/dl was not entered in the system. Furthermore, the user requested not to be contacted for further follow-ups. The user eventually stopped using the system following this event.